Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: returned product tests: perform visual inspection: the device arrived without vials . The syringes were empty from liquid. The left mixject found broken. Perform functionality test on device as it was returned: state if the mixject valves were in the correct or incorrect position when examining: the left core not in correct position. State if the mixject cores were assembled in the correct or incorrect position during production: the cores were assembled correctly during the production. Can drawing be performed? No , left core not in correct position. Does the device leaks? N/a. Does the device work properly? N/a. Functionality test: we returned the left core to the correct position. We placed new vial holders and vials and the device work properly. We tested the catheter that we received and it work properly. The estimation is that the device was used twice and the second use failed, as the core was in incorrect position, it can be assumed that the vial holder was turned before drawing and thus the biologics would not be drawn in. After returning the core to the correct position, the device work properly.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was surgery delayed due to the reported event? --> unknown, was procedure successfully completed? --> unknown, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and a fibrin sealant was used. The product drug delivery device was abnormal, and the tip charge was broken at the rotation. As a result, drugs could not be drawn normally. There were no adverse patient consequences reported. Additional information was requested.